Manufacturer narrative:
Although it is unknown if the reported dizziness and blurred vision were related to the remunity system, this information is being reported out of an abundance of caution.

Event description:
An initial event notification was received by united therapeutics drug safety on 12-sep-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 13-sep-2025. The patient reported that they received an alarm on remunity pump (B)(6) that did not resolve with troubleshooting. The patient was unable to locate their backup remunity system and presented to the emergency room after experiencing symptoms of dizziness and blurred vision. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.